Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
The patient reported to their doctor that their generator is "breaking through the skin, not bleeding". It was reported that there is a small bump perpendicular to the face of the generator that the doctor suspects is a stitch, and the bump is starting to break the skin. It is unknown how long the bump has been present, but has been going on for some time. The doctor believes the stitch extrusion at the generator site is due to a foreign body response, and plans to replace the generator while correcting the stitch. A review of device history records for the generator shows that no unresolved non-conformances were found. No known surgical interventions for vns has occurred to date. No additional relevant information has been received to date. Product return and device evaluation is not necessary as reported event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that surgery occurred and the generator was replaced. The surgeon stated that the prolene stitch that anchored the old generator in place was protruding through the skin, and therefore a different stitch was used to anchor the new generator in place. No other relevant information has been received to date.